Manufacturer narrative:
The autopulse platform was returned to zoll on (B)(6) 2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) reportedly displayed a system error, out of service, revert to manual CPR error message on the user control panel during shift check. The user was unable to resolve the issue. No patient was involved with this event.

Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (sn (B)(4)); the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured 01 nov 2012. It has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error, out of service, revert to manual CPR message. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message due to a defective processor board. As part of routine service during testing, the platform was examined and physical damage was observed. This physical damage is unrelated to the system error, out of service, revert to manual CPR message. After replacement of the processor board and the damaged part, the device was further tested and passed full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaint reported for autopulse platform with serial (B)(4).